Manufacturer narrative:
Visual inspection of the returned instrument confirmed the reported event. The distal tip is separated from the instrument. The fracture surface appears consistent with torsional overload. No additional damage or anomalies were observed on the remaining portion of the instrument. Alphatec spine, inc. Is submitting this report in compliance with FDA regulations under 21 cfr 803. All relevant and available information was included to the best of our knowledge at the time of this submission. Any fields left blank reflect information that was not known or not provided.

Event description:
The tip of the screwdriver sheared off. The broken fragment was retrieved without incident.